Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a very late stent thrombosis (vlst) occurred. In (B)(6) 2012, a 2.50x28mm promus element stent was directly deployed of an in stent restenosed target lesion of a non bsc stent. The target lesion was located in the moderately tortuous distal right coronary artery (rca) vessel. Dilatation at 12atm for 20 seconds with the sds was performed three times. Moreover, the lesion was post dilated seven times using an apex balloon catheter at 12atm for 20 seconds. In (B)(6) 2013, vlst occurred . The lesion was dilated at 14 atmospheres for 40 seconds using a non bsc device. The procedure was completed with different devices. No complications were reported and the patient's condition is good.

Manufacturer narrative:
Event date corrected from (B)(6) 2013. (B)(4).

Event description:
It was further reported that the in-stent thrombosis was noted in (B)(6) 2013, during coronary angiography (cag). Ticlopidine was then restarted. It was also further reported that the patient was treated using a 2.5mmx15mm non-bsc balloon catheter. Following dilation, the patient had timi flow of 3.